Event description:
Related manufacturer report number: 2017865-2024-73378. It was reported that the patient presented for follow up after a suspected fall. A device interrogation revealed episodes of over-sensed noise, failure to capture and failure to sense exhibited by the right atrial lead. Additionally, the pacing impedance measurement exceeded the upper limit. The lead was capped and replaced on (B)(6) 2024. The patient was stable.